Event description:
It was reported that the wire was not long enough, the trocar was too flimsy and the wire of the device broke off inside the patient. The patient was taken to surgery for removal of the wire. The device was destroyed at the user facility. No other information is available.